Event description:
At the beginning of case, md had a problem attaching the camera to the scope. When inserting scope into the penis, md was adjusting the camera and the camera became loose and the scope nicked the bladder while inside. During lasering of the prostate, the fiber broke off into two pieces inside the patient. Md recovered both pieces.